Event description:
Contact reported a leak of a chemotherapeutic agent. The pt was receiving rituxan for approx 1.5 to 2 hours when a leak was noted from the tubing at the connection port of the cassette. A crack was also noted in the cassette between the connection ports for lines c and d. The tubing set was replaced and the infusion was resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested no add'l info was provided.